Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at (B)(6) per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm up period. The pst initiated calibration and calibration passed. O2 sensor serial number (sn) (B)(4) was used and the measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (lpm) and 100 percent o2 was 2.17 volts (v), within the specification of 0.55-2.758v. The pst measured the o2 output with an o2 analyzer comparing it to the ccm reading at 21 percent and 100 percent, were within specifications. Percent o2 accuracy has plus/minus 3 percent tolerance at calibration flow and pressure and percent displayed set point had plus/minus 7 percent tolerance at calibration flow and pressure. The unit will be sent to service to be reconditioned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Routine maintenance was not performed as prescribed by the manufacturer's operators manual and multiple scheduled replacements of the oxygen sensor were missed, as well as the two year reconditioning since it was installed in 2006. No additional action will be taken at this time.

Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the service center, there was a difference in the fraction of inspired oxygen (fi02) set value and indicated value. There was no patient involvement.

Manufacturer narrative:
Also there was difference compare to standard device measurement value. Example: set value is 100%, indicated value is 98.8% and standard value is 96%. Another example: set value is 21%, indicated value is 29% and standard value is 21.7%. The reported issue was not solved even after replacing the oxygen (o2) sensor. O2 sensor was replaced with sensor serial number (B)(4). Examples: set value is 100%, indicated value is 85.6% and standard value is 96%. Set value is 21%, indicated value is 21.2% and standard value is 21.5%. When the set value was 100%, "calibrating o2 analyzer" message was indicated on the central control monitor (ccm).